Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. There was a kink in the control wire. The prongs were locked into the capsule and had an overbite. Product analysis confirms the reported complaint event. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.